Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. An introducer sheath was not used during insertion. It should be noted that the electronic prostyle IFU states: place a 0.038¿ (0.97 mm) (or smaller) hydrophilic or general-purpose guide wire (minimum 50 cm in length) through the procedural (or introducer) sheath. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to close the foot include, but not limited to, tissue or suture caught in the foot which led to the reported difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 correction: adverse event removed. B2 correction: required intervention removed. H6 correction: health effect - impact code 4641 removed; medical device problem code 2921 removed. H6: medical device problem code 2017: excessive force.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via forceps prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. Reportedly, an introducer sheath was not used. Resistance was also felt during removal of both prostyle devices. Excessive force was applied and the devices were removed manually. A 16f sheath was inserted and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a vessel closure of an unspecified access site using two prostyle devices related to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, both devices failed to withdraw [close] the foot. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.